Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009: the patient was pre-operatively diagnosed with l3 through s1 lumbar spinal stenosis. Lumbosacral radiculopathy. Lumbar degenerative disc disease and scoliosis. Chronic low back pain and underwent the following procedures: l3 through s1 laminectomy with bilateral partial facetectomies and foraminotomies. L3 through s1 posterior spinal fusion. L3 through s1 posterior spinal instrumentation. Placement of allograft and bmp for fusion. As per op-notes "the pedicles were cannulated and probed; 6.5 x 45 mm screws were placed at each level except for a 7.5 x 45 on the left and a 7.5 x 50 on the right at the sacrum. The posterolateral elements were decorticated with a high speed bur. Layers of rhbmp-2/acs followed by cancellous allograft and then a second layer of rhbmp-2/acs were placed over the posterolateral elements. Rods were placed and secured with set screws the final ap and lateral c-arm images showed satisfactory position of instrumentation. There were no intra-operative complications."

Event description:
It was reported that the patient underwent a plif fusion procedure at l3-s1 using rhbmp-2/acs. At an unknown time post-op, the patient experienced nerve damage. No additional information has been provided at this time.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient underwent an l3-s1 laminectomy; transforaminal lumbar interbody fusion, l3-s1 fusion. During the procedu re, layers of rhbmp-2/acs followed by cancellous allograft and then a second layer of rhbmp-2/acs were placed over the posterolateral elements. Rods were placed and secured with set screws. Final tightening was performed. The final ap and lateral c-arm images showed satisfactory position of instrumentation. The screws had been stimulated prior to placement of rods and this was consistent with interosseous placement of instrumentation. A 10 flat jp was placed below the fascia. Excellent hemostasis was noted.